Event description:
Philips received a complaint on the v60 ventilator indicating that there was an alarm for the loss of alternating current (ac) power. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that the device had been in use for non-invasive ventilation when the alarm prompt appeared stating that the backup battery was about to run out, and that there was no ac power. The device was reported to have been connected to ac power, the power connection was checked, and replacement of the power cord did not resolve the issue. The device screen went out and ventilation stopped. The patients displayed blood oxygen decreased but was placed on a backup ventilator immediately to continue the respiratory therapy. The customer confirmed that there were no adverse effects on the patient or any injury as a result of the device issue. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 27aug2024, it was stated that multiple attempts had been made to contact the customer. The customer finally responded and stated that there were not clear on the specific situation with the device and could not provide any further investigation regarding the issue. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.